Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The device was not returned for evaluation. No anomalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. No further complaints with the same failure mode were found; no trend. The root cause could not be established since the product was not returned.

Manufacturer narrative:
Integra has completed their internal investigation on 03may2016. The cc1.p1 was returned with a dissembled rear protection tube and without protective sleeve. The optical inspection showed a strongly squeezed section in the catheter tube. Obviously this squeezed section was caused through the fixation with a surgical thread with too much force. The catheter tube is damaged in that area, due to the damage blood and other particles and especially a lot of air bubbles found the way inside the tube. Furthermore the wires of the catheter were wavy all over the length between squeezed section and catheter housing. The cc1p1 was evaluated by conducting an oxygen measurement performance test in water at 37°c bath temperature with an oxygenation of 20.9%, 6.01% and 0% with the following results: the measurements at 20.9% and 6.01% oxygenation were out of specification due to the defects of the catheter (air bubbles, wavy wires and damaged catheter tube). Furthermore a temperature performance test was conducted at two temperatures. The cc1.p1 measured 36.81°c at a reference temperature of 36.85°c and 22.00°c at a reference temperature of 21.98°c. The temperature performance test results were within specification. In summary the ref cc1p1 showed damages through to the fixation method with too much force. Due to those damages the oxygen measurement performance test failed for oxygenation of 20.9% and 6.01%. The temperature measurement performance test passed for the two steps (22°c and 37°c). The reported problem with an underestimating of the temperature signal couldn¿t be reproduced. The catheter measured temperature within specification. The involved licox monitoring devices were sent to the service center. The analogue output testing was within specification. So the malfunction must be searched in the third party devices which were used by the hospital. The complaint failure family must be set to unconfirmed (user error) because of the damages in the catheter tube and the wires what led to failed oxygen performance testing.

Event description:
The customer said they are getting unlikely readouts on the licox bolt, e.g. A brain temperature a degree or two cooler than the body temperature. In addition, the analogue voltage output taken from the back of the licox bolt that they use to input into the software was also giving rather unbelievable values but completely different values to that seen on the front panel display. During the times the customer was there with the patient, the front panel display showed values between 35 >36.5 degrees for brain temperature and approximately 14mmhg for pbo2. The voltage output was giving brain temperatures of 32 degrees and pbo2 of 24mmhg. The licox bolt was not replaced but the licox monitor was changed on saturday and it showed exactly the same values. The customer has not tried another licox bolt since saturday. The licox probe was inserted on (B)(6) 2016 and the customer stated that the mismatch in values between the front panel display and the analogue output was thought to be there from the beginning. The customer stated, it was very difficult to say whether they thought the values were ever correct because which values would one take to be the correct ones; those on the front panel or those from the analogue output. The values on the front panel were not completely unreasonable, but, taking into account the discrepancy together with the brain temperature reading which was consistently cooler than the body temperature in a closed head trauma patient who was not being actively cooled was somewhat suspicious. There was no patient injury reported. The event did not lead to an increase in surgery time. Additional information has been requested.